Event description:
Medtronic received information that the approximately twenty months following the implant of this transcatheter bioprosthetic valve, implanted inside another manufacturer's valve (edwards), the patient developed vegetation of the valve leaflets and blood cultures were positive for haemophilus parainfluenzae. The patient was treated with a six week course of antibiotics. Subsequently, the valve was explanted and replaced with a pericardia! Valve. No further adverse patient effects were reported. N/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)